Manufacturer narrative:
D3. Manufacturing site corrected. G5: 510k corrected. This part is not approved for use in the united states; however a like device catalog # 54840006540, 510k #k091974, upn# 00613994579621 was cleared in the united states. H1. Updated to malfunction as the event is malfunction reportable since the device is not marketed in united states. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Foreign report source: (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an indication of lcs in need of l5/s plif procedure used in spinal therapy. It was reported that the 3 screws placed on sep 11 were deviated, 1 screw on one side of l5 deviated to lateral side and 2 screws on both sides of s1 deviated to inner side. The screw pierced the spinal canal and contacted the nerve, and pain and numbness which was caused by this occurred. After the operation, pain in lower limbs and numbness occurred, so the operation for replacement was performed on sep 14. 3 screws were removed, 1 screw was inserted again as it was with changing the direction, 2 screws were discarded and replaced with new screws. After the operation, legs have moved and there was no numbness. There was no delay in overall procedure time reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.